Event description:
Rayner intraocular lenses limited received notification from a (B)(4) healthcare facility of an event that occurred during use of a single use soft-tipped disposable injector (model: r-inj-04). The event description provided states that the injector broke during use. Refer to imp #(B)(4).

Manufacturer narrative:
Te reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the injector broke during use. No description of the injector broke during use. No description of the injector breakage has been made available to rayner; however, the covering note received indicates that the lens became stuck in the injector system. The healthcare professional discontinued use of the injector following injector breakage. The healthcare facility has confirmed that the pt was not injured as a result of the reported event. The r-inj-04 injector has been retained by the healthcare facility and will be returned to rayner for inspection. The results of the device inspection performed will be provided in a follow-up report. Our review of production records for the r-inj-04 injection batch b511 showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector (04/2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the r-inj-04 injector batch b511.